Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on 10/9/2014. The complaint of intermittent vibration could not be confirmed.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim intermittent vibration patient experienced on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.